Event description:
It was reported the patient presented with syncope. The clinician thought the device pacing mode was causing times when there were long ventricular to ventricular conduction pauses and the patient felt symptomatic. The pacing mode and settings were reprogrammed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.